Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700515 allegedly experienced material separation and fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 14 months old female patient is 8 kgs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was not returned for evaluation; however a video and the photo has been received for evaluation. The investigation confirmed for material separation and fluid leak. A definitive root cause could not be determined. The device is labeled for single use. H10: g4 h11: g1,h6(method, result & conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has not been returned to the manufacturer for evaluation, however, a video and the photo has been provided. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700515 allegedly experienced material separation and fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) old female patient is (B)(6) kgs.